Event description:
Procedure: lobectomy. According to the reporter: on (B)(6), the initial procedure of segmental resection of left inferior lobe was performed for treatment of cancer. The case was completed with no problem and there was no patient harm and no bleeding. As no leakage was confirmed during operations, no tissue adhesive was applied on the patient. At postoperative examination no problem was confirmed. However, about one month after the procedure, the leakage occurred. On (B)(6), re-operation was required and the leakage from the staple line was confirmed. For the recovery, the concerning staple line was additionally sutured and that area was covered with the adhesive for biotissue of (B)(6). Even after the second operations, the recurrent leakage was confirmed again. At reoperation, no malformation of staples was confirmed in any staple line that was fired by use of our product. The customer considers the postoperative air leakage was not related to any failure in our product. They believe it was caused by the severe conditions of lung tissue in the patient.

Manufacturer narrative:
(B)(4).